Event description:
The customer reported experiencing high blood glucose the night before. The customer stated that the reservoir was changed and the issue was solved. During the call the customer stated that she was hospitalized due to high blood glucose earlier this month, but the main cause was pneumonia. It was stated that the customer changes the supplies every three days. The customer stated having problems with the reservoir plunger being hard to remove. Advised the customer to loosen the plunger before filling. The customer stated that she already discarded the reservoir and the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.